Event description:
The customer reported via phone call that the insulin pump's down arrow button was not responding. The customer stated that this issue occurred during an infusion set change attempt. Customer stated that she did not recall any significant events leading up to this issue. Blood glucose level was 113 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd unlock keypad connector. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube thread and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.